Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since two weeks the pt is having a background noise while using the implant system. Re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
Conclusion: according to the manufacturer_s experience and the measurements carried out, as well as the findings during investigation, it can be assumed that the device failed due to humidity ingress, at the housing braze joint. A crack in the ceramic housing was found, which could also be a factor in the failure of the device, but as no impact or accident was reported, could also be due to a shipping issue. This is a final report.

Event description:
For the past 2 weeks, the patient is having a strong background noise while using the implant system.